Event description:
During a laparoscopic splenectomy procedure, the knife blade did not advance. No pt injury was reported.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.